Event description:
The customer contacted stryker to report that when attempting to power on their device it locked up and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. The customer also provided a video of the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the customer¿s device and verified the reported issue. Stryker replaced the system pcb assembly to resolve this issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed system pcb assembly and determined that the crystal oscillator, designator y1 on the single board computer of the system pcb assembly. Y1 was intermittently failing to oscillate.

Event description:
The customer contacted stryker to report that when attempting to power on their device it locked up and would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.